Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) sample was provided for evaluation. Through visual inspection, it was noted that the septum was in an opened condition. Upon inspection, the septum was found to be assembled in an inverted condition in the catheter hub. The sample is not within specification; therefore, the complaint is considered confirmed. The cause of the defect is from a failure in the production process. Simulation was performed using various septum conditions. During the simulation, there was potential for the system to have difficulty detecting the septum if assembled in an inverted condition. An approved project is in place to further address this issue. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
(B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: brief inquiry description - blood control feature did not work. Detailed inquiry description - nurse was using is2 product to start IV. Upon removing the needle, the blood control feature did not work, and blood poured out of the hub as if it was not a blood control product. No injury reported.